Event description:
The following has been reported: during power up testing prior to go live pump displayed pump problem msg. We were able to duplicate error msg several times. An active infusion was not delayed. Reporting due to the referenced issue. No adverse effects were reported. The device was received back for investigation; a positive leak failure occurred resulting in a pump problem alarm. The source of the leak was found to be a hair or fiber lodged in solenoid and crossing over valve. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.